Event description:
Dialysis lines were alarming air detector. Upon trouble shooting air was noticed in the lines. Lines were immediately clamped, disconnected, and recirculated. It was noticed that at the bottom of the venous chamber, air was entering through a microscopic area. The line had to be changed without returning the blood to the patient. The manager believes this is an operator error. There was no harm to the patient.